Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: device is anticipated to be returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent a thrombectomy in the superficial femoral artery (sfa). A cook sheath was used to advance a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) over an 0.035 wire (unspecified brand) to the intended treatment site. As reported, after the viabahn® device was placed, deployment was initiated. However, the deployment line snapped apart when it was pulled. The constrained viabahn® device was removed from the patient with no issues. A new viabahn® device was implanted to complete the procedure with good results. The patient did not experience any adverse consequences.

Manufacturer narrative:
D9: date of return was entered in the field. H6 - code c19: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of partial deployment, deployment line broken is consistent with the findings of a partially deployed outer zipper and broken deployment line. Evaluation of the returned device indicates a distally displaced endo resulting in exposed distal shaft. Deployment could continue with traction at the endo. The root cause of the reported failure mode and distally displaced endo could not be established within the engineering evaluation.